Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device on site and performed an initial check on the unit. The circuit test and verifications check passed. 2k pm (preventive maintenance) was performed, pressures and voltages were checked and calibrated and all values were within specifications. Verification check and circuit test were performed again and all values were within specifications. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator is not working. Furthermore, there was no patient associated with the reported event.